Manufacturer narrative:
The field service representative (fsr) inspected the instrument, performed multiple troubleshooting procedures, including removal of an obstruction from the waste tubing and part replacement. The architect c8000 (01g06-11) serial number (B)(6) was considered the likely cause. The instrument service history review revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Trending review did not identify any trends for the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect instrument ((B)(6)), list number 01g06-11 was identified.

Event description:
The customer observed falsely depressed sodium and calcium results for two patients on the architect c8000, serial number (B)(6). The samples were repeated on another architect and the results were higher. Patient 1 initial sodium result = 103 repeated 110 processed on another architect = 136 patient 2 initial calcium result = 6 and 5.0 processed on another architect = 7.5 reference range for sodium = 135-145 meq/l reference range for calcium = 8.5-10.1 mg/dl no impact to patient management was reported.